Event description:
The temporary basal rate lasted beyond the time the pt input to their pump by a factor of three over two days. The pt set the temporary basal rate for one to one and one half hours. After two to three hours the pt felt funny and checked the temporary basal and saw that one and one half hours were still remaining. The proper technique was reviewed with the pt and they were walked through it. The pt's blood glucose was within normal limits.